Manufacturer narrative:
The malfunctioning iabp was given to pt equipment person with a description of what happened. The power supply was replaced by the biomed. Evaluation: the power supply was returned and evaluated by the MFR and failed the bench test. The power supply had a defective battery charger. It cannot be determined when or how the power supply was compromised.

Event description:
It was reported via medwatch a pt was rec'd from the cath lab with iabp that said low battery message. The iabp was hooked up to wall electricity and worked well for 10 minutes. Then the iabp quickly shut down completely saying "cpu/circuit malfunction". It was plugged into another electrical outlet and restarted. It worked for a minute or so and then shut down again, saying same malfunction. Another iabp was gotten quickly from the cath lab. The iabp was down for approx 6 minutes total.